Event description:
It was reported by a customer in (B)(6) that, the 840 ventilator was randomly shutting down. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), breath delivery (bd) pcb, and gui backlight assembly, which resolved the issue. The ventilator passed self-testing. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Manufacturer narrative:
(B)(4). A graphic user interface (gui) backlight inverter printed circuit board (pcb) was returned for investigation. A visual inspection was conducted, and no anomalies were found. A functionality test of the failure investigation test ventilator was successful. The unit powered up normally, with no errors being recorded in the diagnostic logs. The unit was placed into normal ventilation mode, and ran for a minimum of 24 hours. On review of the ventilator diagnostic logs no errors were observed, and no alarms were observed during that period. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. The customer reported malfunction was not verified.